Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported loss of stimulation. An impedance check was performed which identified disconnected electrodes. An x-ray was performed, and no anomalies were identified. A revision procedure was performed, and the cls was replaced to resolve the reported event.

Manufacturer narrative:
The cls was returned to saluda. The reported event was confirmed through functional testing. Further analysis of the cls components was performed. The root cause was traced to a capacitor within the cls. The manufacturing records were reviewed and the product met all requirements for release.